Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. It was reported that the cannula had dislodged from the infusion site. This condition could interrupt insulin delivery and contribute to hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported the patient's blood glucose levels rose to over 250 mg/dl, while wearing the pod between 24 and 36 hours. When removed from the infusion site (arm), the pod's cannula was found to be dislodged. As treatment, the patient changed out the pod for a new pod.

Manufacturer narrative:
The received device had the cannula assembly fully deployed. Inspection of the needle mechanism components found no evidence of any damage or manufacturing deficiencies that would result in the soft cannula becoming dislodged from the infusion site. A root cause for the reported dislodged cannula could not be determined. The device was received with the adhesive pad attached to the bottom housing, and no damages or defects were observed with the adhesive pad or the adhesive pad's welds. The cause of the reported adhesive failure could not be determined. Investigation found the exposed portion of the soft cannula to be flattened and stretched. Further investigation found a tear in the unexposed portion of the soft cannula. During fluid path testing, fluid was unable to flow through the entire fluid path due to the tear in the unexposed portion of the soft cannula. No indication of fluid ingress was observed inside the device to indicate an internal leak was present during operation. Review of the device data shows the first priming sequence completed at pulse 47 and was deactivated at pulse 1842. No timeouts, drive stalls, or hazard alarms were generated during device run. Based on the data and no evidence of fluid ingress, the tear on the unexposed portion of the soft cannula was not present during device operation and was a result of the event that caused the stretched exposed portion of the soft cannula. The timing and cause of the event that resulted in the soft cannula damage could not be determined.